Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer alleged that the pump was delivering boluses much slower and gear train noise was abnormal. Customer reported that blood glucose (bg) level was elevated (392 mg/dl). Customer delivered a correction bolus using the pump and bg level improved to 229 mg/dl.